Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.